Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned to address the issue. Prior to the surgery, the ipg was placed in the surgery mode. Post-operatively the ipg was not connecting to the external devices. Troubleshooting was attempted by the field representative and the ipg successfully repaired, and therapy was restored.

Manufacturer narrative:
Date of event is estimated.